Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose ranging from 437 mg/dl to 700 mg/dl with life threatening ketone levels and diabetic ketoacidosis. Customer was treated with an intravenous insulin drip and there was no permanent damage to the customer. Customer indicated that they were in the hospital due to a gall bladder infection but alleged an issue with the pump; however a pump system check was unable to be performed. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer, however, no response was received.